Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2006, inratio 5.6, 3.4, 4.5. Lab 4.5, 4.5, 4.5. Mean 5.05, 3.95, 4.5, confidence limits can't be determined, 2.3-5.7, 2.5-6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the confidence limits can't be determined. Products will be investigated. Inratio precision data provided by end-user lot 060090: first test inr = 5.6, second test inr = 3.4, third test inr = 4.5, mean = 4.5; sd = 1.1; %cv = 24%. The %cv is greater 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2006 inratio 5.6, 3.4, 4.5. Lab 4.5, 4.5, 4.5. Caller alleged imprecision with inratio. Results as follows: first test inr = 5.6, second test inr = 3.4, third test inr = 4.5.